Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays motor fault, circuit disconnect, low minute ventilation, and transducer fault alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported all transducer passed calibration testing. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. Examination found that the transducers have been tampered/replaced. An evaluation of the component could be confirmed and duplicated. The pt802 is failing. Additionally, the combination of transducer faults at power-up/auto-zero with successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. This issue will be internally investigated within vyaire.